Event description:
The customer reported there is no alarm tone when weight is removed from the sensor pad and that the sensor was only used twice. Also there was no observed physical damage to the product. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) sensing, none. Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).